Event description:
It was reported that the patient underwent an initial right uni-compartmental arthroplasty on an unknown date. Approximately 3 years post-op, the patient was revised due to instability and pain. During the revision, it was noted that there was 4mm of laxity on the medial side in extension and increased anterior translation in flexion was noted as well as poly wear. The polyethylene was revised without complications. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D6a: implant date: (B)(6) 2017. D10: unknown - unknown femoral component - unknown. Unknown - unknown tibial component - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Attempts have been made to gather all product identification information and no further information has been provided. The event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a healthcare professional. Review of the records state that the patient presented with complaints of right knee instability, including pain, buckling, and giving way episodes. Clinical assessment noted slight laxity and the patient underwent a revision poly exchange. Intraoperative findings observed central wear on the polyethylene insert. The femoral and tibial components were retained, and a new polyethylene insert was implanted without complications. Postoperative recovery was uneventful, with normal gait, rom of 0-120, and x-rays showing no signs of loosening or wear. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.